Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2219201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured on a stent in the common iliac artery. Manual pressure was used to achieve hemostasis. There was no reported patient injury. The physician was unaware of the off label use of using the device in the common iliac artery. The device was used in a diagnostic coronary procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: , g3, g6, h1, h2, and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured on a stent in the common iliac artery. Manual pressure was used to achieve hemostasis. There was no reported patient injury. The physician was unaware of the off label use of using the device in the common iliac artery. The device was used in a diagnostic coronary procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The product was not returned for analysis. A product history record (phr) review of lot f2219201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient factors, such as the stent reported, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The IFU also warns users not to use the device in the vicinity of a stent. The product is only intended to be used in the femoral artery. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.